Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported myocardial infarction could not be conclusively determined. Per the IFU, myocardial infarction is a known risk during the use of this device.

Event description:
During an atrial flutter ablation procedure, a myocardial infarction occurred. A flexibility ablation catheter was used to perform drag lesions on the cavotricuspid isthmus and the patient developed a bi-directional block. Further atrial signals were found and ablation was again applied, at which time the patient complained of chest pain, became diaphoretic, and an inferior myocardial infarction was diagnosed via EKG. An angiogram revealed a right coronary artery lesion, which was treated by stent placement to stabilize the patient. The patient was stable and discharged the next day. There were no performance issues with any sjm device.